Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that when she tries to remove the needle hub from sensor it gets stuck. Customer stated that at one time sensor glucose was 200 mg/dl and blood glucose was 40 mg/dl. Customer's current blood glucose reading was 230 mg/dl. Nothing further was reported.